Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the rubber portion of the sigma femoral notch impactor broke into two pieces during the impaction of the femoral implant. No surgical delay. All pieces were retrieved.

Manufacturer narrative:
.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summaryexamination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.